Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / low right side pelvic") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no: a78076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included diabetes and nabothian cyst. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("hormonal changes ¿ heavy periods / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions-skin rash"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems-depression"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, dyspareunia, fatigue and alopecia had resolved and the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract disorder, bladder disorder, vaginal discharge, depression, migraine, nausea, tooth disorder, weight increased and headache outcome was unknown. The reporter considered alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. 4 left coils, 3 right coils. On (B)(6) 2017: total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 13799.1 kg/sqm. Hysterosalpingogram: on an unknown date: total bilateral occlusion. Ultrasound pelvis: on (B)(6) 2016: nabothian cysts are noted in the cervix. Essure coils ae noted in the region of the proximal fallopian tubes bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / low right side pelvic') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. A78076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included diabetes and nabothian cyst. Concomitant products included ethinylestradiol; norethisterone acetate (microgestin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("hormonal changes ¿ heavy periods / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes or skin conditions-skin rash"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems-depression"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tooth disorder ("dental problems"), headache ("headaches") and endometriosis ("other injury(ies) or complication(s) please describe: endometriosis"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) and underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, dyspareunia, fatigue and alopecia had resolved and the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract disorder, bladder disorder, vaginal discharge, depression, migraine, nausea, tooth disorder, weight increased, headache and endometriosis outcome was unknown. The reporter considered alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. 4 left coils, 3 right coils. (B)(6) 2017 - total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 13799.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: nabothian cysts are noted in the cervix. Essure coils ae noted in the region of the proximal fallopian tubes bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: plaintiff fact sheet received. Events added from pfs- other injury(ies) or complication(s) please describe: endometriosis. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / low right side pelvic") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. A78076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Concurrent conditions included diabetes and nabothian cyst. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("hormonal changes ¿ heavy periods / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions-skin rash"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems-depression"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, dyspareunia, fatigue and alopecia had resolved and the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract disorder, bladder disorder, vaginal discharge, depression, migraine, nausea, tooth disorder, weight increased and headache outcome was unknown. The reporter considered alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). 4 left coils, 3 right coils. On (B)(6) 2017 - total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 13799.1 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: nabothian cysts are noted in the cervix. Essure coils ae noted in the region of the proximal fallopian tubes bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs and mr received. New events - abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia); psychological or psychiatric problems ¿ depression; rashes or skin conditions - skin rash; bladder or urinary problems or changes; migraines / headaches; nausea; dental problems; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain; vaginal discharge; fatigue; weight gain and hair loss added. Lot number & event outcome new reporters, product information added. Case became valid. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.